Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Healthcare professional reported "malposition" and "size exchange". This record is for the left side. The device was explanted and replaced. Device was discarded.